Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported that surgery is not planned/scheduled at this time, and the issue has not yet been resolved. The hcp is aware of the high impedances.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. Patient was seen at her pain physician¿s office. She complained of her controller screen reading, ¿settings not available¿. Her system was interrogated. Bad impedances were found on 10 out of 16 electrodes. The patient denies any recent falls. Patient was reprogrammed utilizing the six available electrodes. The doctor is sending her for x-rays. She will then be scheduled for a lead revision if deemed necessary.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that both leads were replaced and all impedances were now within normal limits.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) , implanted: (B)(6) 2023,product type lead product ID 977a260 lot# serial# (B)(6) , implanted:(B)(6) 2023, product type lead product ID 977a260 lot# serial# (B)(6) , implanted: (B)(6) 2023, product type lead product ID 977a260 lot# serial#(B)(6) , implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial #: (B)(6), implanted: (B)(6) 2023, product type: lead. Product ID: 977a260, serial #: (B)(6), implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Rep reported high impedances. #4- 24550 #10- 24550 #12- 24550 #15- 18550. Out of regulation (oor)" or "settings not available." After high impedances discovered, electrode configuration adjusted to avoid those four electrodes. The cause was unknown.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023: product type lead product ID 977a260 serial# (B)(6) implanted: 2023-11-10: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Rep stated the leads were cut and discarded during procedure by the physician. Device will not be returned as the customer have discarded them. Information was confirmed by the physician.